Event description:
Patient underwent shoulder procedure in 2008. During the procedure, the anchor would not fit down the guide and could not be used. Suture was noted to be frayed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device confirmed the suture is frayed which may cause/contribute to the difficulty reported.